Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure the needle of the suture broke. Another brand of suture was used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Ten representative samples were available for evaluation. The evaluation found no potentially contributing factors. It was reported that the needle broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.